Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to duplicate the reported issue and determined the most likely cause of the issue is the oxygen blender assembly. After replacing the blender assembly, the issue was resolved. The fsr performed the user verification test and reported the unit meets factory specifications. At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the unit has an internal leak. The issue occurred during pre-use checks. The customer reported there is no patient involvement associated with the event.